Event description:
Pt called in 05/2002 alleging that one touch profile meter was reading inaccurately erratic. Pt was hospitalized four times in the last year. Of the 4 times, pt was hospitalized two times in janurary of 2002 because meter was reading inaccurately. Pt had the shakes, was extemely off color, and just didn't feel right. Pt was treated with an unknown diabetes medication while in the hospital. Pt felt the meter had been reading inaccurately since janurary when pt first received the letter about the one touch profile urgent display issue. Pt takes insulin based on one touch profile. Pt has 2 other meters which pt feels are more reliable. Pt had been comparing one touch profile reading of "146 mg/dl and 238 mg/dl" on the freestyle meter. Pt tests with the control solution once a week, control solution is expired. Meter has been cleaned properly. No further info has been reported. Have been unable to contact pt to obtain add'l info, due to wrong phone number. Will be mailing a letter to current address.